Manufacturer narrative:
A1: patient identifier: a2: age & date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: d6a: implanted date: d6b: explanted date: e3: occupation: material analyst. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that a 6fr sheath for an angiogram and gel foam was used. After the procedure was finished, the doctor advanced the angio-seal which malfunctioned and a second angio-seal was used successfully. The device cap and carrier tube are intact, with the string still attached. At the end of the string is the footplate also intact, and the collagen plug next to it, not in a knot but rather in its rectangular form. The white rectangular markers at the sides of the cap are fully visible as if it had been engaged/activated in the sheath cap. The issue was the deployment and not assembling the angio-seal. The patient was fine nothing was left behind in the body. The procedure performed was angiogram with embolization.